Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box,lot # 73f1600484 was manufactured on 06/27/2016 a total of (B)(4) pieces. Lot was released on 06/29/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged. The staples appear properly aligned. However, one staple is partially formed in the stapler. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 29 staples left in the cartridge indicating that 6 staples have been fired by the end user. Reference files pic_anp1900049629 for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, one other remarks: properly formed staple was deployed. During this attempt, a piece of plastic broke off of the trigger near the pawl. Another attempt was made to engage the trigger and another staple was properly formed staple was deployed. During this attempt, a piece of plastic broke off of the trigger near the pawl. Another attempt was made to engage the trigger and another staple was properly formed. The remaining staples were fired from the stapler with no difficulty. Although the staples all fired properly, the plastic piece breaking off of the trigger could cause the stapler to not work properly. The stapler was disassembled to determine what caused the piece of the trigger to break. The pawl was found to have been spun around, facing the wrong direction. It appears that since the sample was returned with the trigger partially engaged, the constant pressure of the trigger and pawl caused the part of the trigger to break off and spin the pawl around. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "stapler was stuck during use" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. All staples were able to close correctly. However, a piece of the trigger broke off during testing. Although there were no functional issues found during testing, the piece breaking off of the trigger could cause the trigger to occasionally get stuck. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. The stapler was received with the trigger partially engaged. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
During use the staples would not come out of the device. The patient's condition was reported as fine.